Event description:
Per the form returned with the device, the patient fell and the flange fixture and abutment fell out. The flange fixture and abutment were still attached to the sound processor. The fixture and abutment were analyzed. There was no indication of a product fault.

Manufacturer narrative:
This is a final report, filed, october 27, 2008.